Manufacturer narrative:
A ge service rep performed an on site investigation. The isd board and the ps2 power supply were replaced during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system would not boot up. No pt injury was reported.